Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up at the clinic, the device was found to be in backup vvi. The initial device interrogation contained a status report with dashes only. After re-interrogation the backup status report was retrieved successfully. Device restoration was performed successfully. The patient was stable and will continue with regular follow-up.